Event description:
It was reported that the device was displaying all three icons (attention, service, and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The follow up medwatch report indicates: physio-control determined that the cause of the reported failure was due to process residue on a capacitor, designator c74 from the digital pcb assembly. The process residue caused the capacitor to be electrically leaky, which depleted the internal hlc batteries of the device. The customer received a replacement device. The follow up medwatch report should indicate: physio-control determined that the cause of the reported failure was due to process residue on a capacitor, designator c74 from the digital pcb assembly. The process residue caused the capacitor to be electrically leaky, which depleted the internal hlc batteries of the device.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to process residue on a capacitor, designator c74 from the digital pcb assembly. The process residue caused the capacitor to be electrically leaky, which depleted the internal hlc batteries of the device. The customer received a replacement device.